Event description:
Atrial threshold after initial implant 0.9v. In 2005 atrail thresold 4.8v. In 2004 atrial threshold 4.8v. The following month physician elected to replace device due to high atrial pacing thresholds.